Event description:
It was reported while preparing to load a patient into the ambulance, the foot end operator began lifing the stretcher before the head end operator was ready and the stretcher tipped to the side. The stretcher was righted and able to be utilized to continue the patient transport. Alleged injury to the patient was described as bruising on the arm and scratches on the elbow. The stretcher was removed from service pending evaluation. There were no allegations of product malfunction contributing to the incident.

Event description:
It was reported while preparing to load a patient into the ambulance, the foot end operator began lifing the stretcher before the head end operator was ready and the stretcher tipped to the side. The stretcher was righted and able to be utilized to continue the patient transport. Alleged injury to the patient was described as bruising on the arm and scratches on the elbow. The stretcher was removed from service pending evaluation. There were no allegations of product malfunction contributing to the incident.

Manufacturer narrative:
An authorized service technician was dispatched to conduct a visual and functional evaluation of the subject stretcher at the customer's location. The reported issue could not be duplicated and all associated components and subassemblies were found to be in good condition and functioning as intended. No repairs were required and the stretcher was returned to service.